Event description:
It was reported that customer experienced damage to a tandem charging cable, and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement of damaged charging supplies.